Manufacturer narrative:
Based on the information provided the cause of the customer reported failure mode cannot determined at this time. If additional information is received a follow-up MDR will be submitted. Intuitive has received the curved tip stapler 30 instrument and the green stapler 30 reload associated with this complaint. The failure analysis for the green stapler 30 reload is as follows: the reload was found to have the knife exposed within the knife track. The reload was found to have cartridge damage at the distal end as well at the proximal end. The reload cover was removed and it was found that the reload had cartridge damage at the distal end. The failure analysis for the curved tip stapler 30 instrument is as follows: the failure investigations confirmed that the instrument was found to have a firing failure based on log review. The issue was not replicated during in-house testing. Logs showed errors that confirmed a firing failure. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. Visual inspection was performed and found no damages. No malformed staples were observed. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. The logs indicated a partial fire that had occurred with the curved tip stapler 30 instrument. This instrument had fired 8 reloads. The partial fire occurred on the 8th firing by the instrument, using a green stapler 30 reload. The firing failed at 52% completion. There was one incomplete clamp in 2 clamp attempts during the install that had the partial fire (8th fire.) This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, while using the curved tip stapler 30 instrument a stapling issue was noted. As a result, the procedure was converted to open surgery, it is unknown at this time as to how the surgeon completed the staple line. However, it was stated there was no patient injury reported.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, while using the curved tip stapler 30 instrument a stapling issue was noted. As a result, the procedure was converted to open surgery; however, it is unknown at this time as to how the surgeon completed the staple line. It was stated there was no patient injury reported. On 03/11/2020, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information: it was reported that the surgeon fired on the bronchus with a green stapler 30 reload installed on the curved tip stapler 30 instrument. It was noted that during the 5th or 6th fire, it was stated there was an error message displayed. The curved tip stapler 30 instrument was then unclamped and removed. It was stated that the tissue was half stapled and cut appropriately; however, the other half of the staplers were partially inserted, not completely closed and the tissue was not divided. It was confirmed there was no bleeding noted. At that time, the surgeon converted to an open procedure because there was no safe way of continuing the surgery robotically, given the anatomy and staple misfire. The following were confirmed: the patient did not have any previous chemotherapy or radiation treatments, no buttress material was used, and no impediments such as clips, staples, or a bone was in between the jaws of the instrument. The patient¿s tissue was not too thick or bunched up, and no clamping issues were noted. The patient was extubated and taken to pacu in stable condition.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of staples were partially inserted, not completely closed and not divided, which could potentially be related to a product problem. Corrected information can be found the following fields: b1, annex f, annex a and annex g b1 updated from "adverse event" to "adverse event and product problem" annex f updated to include f23 due to the report of ¿procedure was converted to open surgery¿ annex a updated to include a050502 due to the report of misfire annex g updated to include (B)(4) as complaint is related to the staple.

Event description:
Refer to h10/h11 for follow-up information.